Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported during surgery when the lead was removed from the implant the setscrew was unscrewed too far so when the doctor attempted to tighten the setscrew on the device it was just spinning in the header block without tightening. It was reviewed with the rep. That once the setscrew was backed out completely it couldn¿t be reseated in the threading and the implantable neurostimulator (ins) would have to be replaced. The rep. Later reported the battery was replaced, the surgery was completed, and therapy was working. No patient symptoms or complications were reported, but it was unknown if the patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the patient's ins was still implanted in them.